Manufacturer narrative:
The 23 fr introducer was returned and confirmed to have reduced the radial wall strength (hoop strength). The reduced radial strength resulted in a bleeding path between the graft and sheath. The reduced wall strength was attributed to supplier manufacturing lot.

Manufacturer narrative:
The 23 fr introducer was returned and an investigation is underway. A supplemental MDR will be filed with the results of our analysis.

Event description:
The complainant reported a (B)(6) year old male patient presenting for impella support pre-operative percutaneous coronary intervention. The physician had difficulty obtaining hemostasis after inserting the 23 fr introducer as the introducer was noted as "more collapsible/pliable" than normal. Immediately following the procedure, the patient required 2 units of blood products due to insertion site bleeding.